Event description:
This case was initially received via regulatory authority us (B)(4) (reference number: mw5073765) on 22-dec-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pain in the back and pelvic area getting more severe"), back pain ("pain in the back and pelvic area getting more severe") and fatigue ("very tired and fatigued all the time") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida in 2013 and parity in 2013. In 2013, the patient had essure inserted. In 2013, the patient experienced menorrhagia ("heavy and painful periods"), dysmenorrhoea ("heavy and painful periods") and dyschezia ("painful bowel movements which keeps getting worse"). On an unknown date, the patient experienced pelvic pain (seriousness criteria disability and intervention required), back pain (seriousness criterion disability), fatigue (seriousness criterion disability), paraesthesia ("tingling and numbness in legs"), hypoaesthesia ("tingling and numbness in legs"), ovarian cyst ("cyst in left ovary") and uterine inflammation ("uterine inflammation"). The patient was treated with ibuprofen and surgery (will undergo a lap. Hysterectomy in dec-2017). Essure treatment was not changed. At the time of the report, the pelvic pain, back pain, fatigue, paraesthesia and hypoaesthesia had not resolved and the menorrhagia, dysmenorrhoea, dyschezia, ovarian cyst and uterine inflammation outcome was unknown. The reporter considered back pain, dyschezia, dysmenorrhoea, fatigue, hypoaesthesia, menorrhagia, ovarian cyst, paraesthesia, pelvic pain and uterine inflammation to be related to essure. The reporter commented: she had essure placement following the birth of her son. She did not have heavy and painful periods before essure. She had an appointment with two neurologists who told her they could not find any problems with her nerve or spine causing the numbness and tingling in her legs and also the back pain. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in 2017: cyst in left ovary and uterine inflammation. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Initially received via regulatory authority (us food and drug administration (FDA), reference number: mw5073765) on 22-dec-2017. The most recent information was received on 02-aug-2018. Quality-safety evaluation of ptc: unable to confirm complaint:this spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pain in the back and pelvic area getting more severe"), back pain ("pain in the back and pelvic area getting more severe") and fatigue ("very tired and fatigued all the time") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida in 2013 and parity in 2013. In 2013, the patient had essure inserted. In 2013, the patient experienced menorrhagia ("heavy and painful periods"), dysmenorrhoea ("heavy and painful periods") and dyschezia ("painful bowel movements which keeps getting worse"). On an unknown date, the patient experienced pelvic pain (seriousness criteria disability and intervention required), back pain (seriousness criterion disability), fatigue (seriousness criterion disability), paraesthesia ("tingling and numbness in legs"), hypoaesthesia ("tingling and numbness in legs"), ovarian cyst ("cyst in left ovary") and uterine inflammation ("uterine inflammation"). The patient was treated with ibuprofen and surgery (will undergo a lap. Hysterectomy in (B)(6) 2017). At the time of the report, the pelvic pain, back pain, fatigue, paraesthesia and hypoaesthesia had not resolved and the menorrhagia, dysmenorrhoea, dyschezia, ovarian cyst and uterine inflammation outcome was unknown. The reporter considered back pain, dyschezia, dysmenorrhoea, fatigue, hypoaesthesia, menorrhagia, ovarian cyst, paraesthesia, pelvic pain and uterine inflammation to be related to essure. The reporter commented: she had essure placement following the birth of her son. She did not have heavy and painful periods before essure. She had an appointment with two neurologists who told her they could not find any problems with her nerve or spine causing the numbness and tingling in her legs and also the back pain.essure treatment was not changed. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in 2017: cyst in left ovary and uterine inflammation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-aug-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.